Event description:
(B)(4). Same case as MFR ID: 2134265-2010-04637, 2134265-2010-04952, 2134265-2010-05955. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. The patient presented due to current unstable angina and was referred for cardiac catheterization which revealed two lesions. The first was a 90% stenosed and 24mm long target lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. It was treated with pre dilation and placement of overlapping 2.75x24mm and 3.0x20mm taxus liberte stents resulting in 0% residual stenosis. The second was an 80% stenosed and 20mm long target lesion located in the distal rca with a reference vessel diameter of 2.5mm. It was treated with pre dilation and placement of overlapping 2.5x20mm and 2.25x8mm taxus liberte stents resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. One day post discharge, the patient presented with an acute myocardial infarction and emergent cardiac catheterization revealed 100% occlusion of the mid rca which was determined to be in stent thrombosis. The thrombosis was located in the mid portion of the 3.0x20mm taxus liberte stent. Treatment consisted of thrombectomy and angioplasty. Post treatment ivus revealed good stent apposition. The event was considered resolved without residual effects and the patient was discharged 4 days after the event onset on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).